Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case, bottom case, and right plunger case were cracked. A review of the event history log identified check syringe plunger sensor in history. During functional testing the check syringe plunger sensor was found at power up and the flipper appeared intermittently to stick. The root cause of the issue was caused by the customer's physical damage to the device. Replaced left plunger case and timing plate spring and performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that the pump exhibited a plunger error. No patient injury was reported.